Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the insulin gauge was inaccurate. The customer reloaded a cartridge and received and accurate fill estimate. Additionally, the pump time was inaccurate. Tandem technical support (cts) assisted the customer with adjusting time settings. Lastly, it was reported air bubbles were observed in the infusion set tubing. Cts had customer prime air out of tubing successfully. No impact to the customer's blood glucose for the reported issues.